Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that slow/no flow, vessel perforation, and myocardial infarction are potential adverse events that may occur and/or require intervention with use of the system. H6 health effect - suggested clinical code 4581: slow/no flow. B3: event date is based on date of publication. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
A literature article discussed treatments with diamondback 360 coronary orbital atherectomy devices. Eight patients experienced slow or no flow, one patient experienced a perforation, and nine patients experienced periprocedural myocardial infractions. Okamoto et al. 2023 "a direct comparison of rotational and orbital atherectomy for calcified lesions guided by optical coherence tomography: diro trial".

Event description:
Additional information was received indicating one patient had a guidewire accidentally removed after treatment and the physician was unable to recross the lesion because of a dissection caused by the oad. Angiographic imaging showed 86% of the lesions had thrombolysis in myocardial infarction flow grade 3. Target vessel revascularization was observed in 4% of the lesions. The target lesion for the procedures was primarily the left anterior descending artery. Treatment of adverse events consisted of inotropes, temporary pacemakers.

Manufacturer narrative:
H6: investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).